Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the rv lead remains implanted and the patient will continue to be monitored.

Event description:
During follow-up, there were episodes of noise and non-sustained oversensing on the right ventricular (rv) lead. The rv lead replacement is anticipated and the patient was stable.